Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment and no evidence of particulates within the cassette area. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal inspection of the cycler found no visual discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. There were air detected in cassette alarms that occurred during fill 1 of 4, prior to discovery of the fluid leak. Fluid was observed leaking out of the cassette when the device was removed from the cycler. The exact source of the leak is not known. It is unknown if the patient completed their treatment. During their conversation with the ts representative, it was reported that fluid came in contact with the cycler. As a result, a replacement cycler was issued to the patient. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient is continuing their pd treatment without issue. The pdrn stated that the patient had a checkup recently, since the incident, and is doing well. However, the pdrn was unaware of the reported fluid leak. The pdrn stated the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The cycler was reportedly picked up and returned to the manufacturer for physical evaluation. The lot number for the cassette was not provided during the initial call, and it¿s unknown if the device is available for evaluation.